Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 6 years since the subject device was manufactured. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms was found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed with no bacterial growth found. The following is included in the instructions for use (IFU): "reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
It was reported by the customer, microbiological cultures were performed on the evis exera iii gastrointestinal videoscope. On (B)(6), 2022, the scope tested positive for three (3) colony forming units (cfus) of microorganisms. On (B)(6), 2022, the scope tested positive for five (5) cfus of microorganisms. There was no contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. The automatic endoscope reprocessor (aer) was cultured/tested. The air/water channel and auxiliary channel were flushed with neogiozym detergent. There was an aspiration of water through the instrument/suction channel as well. The instrument/suction channel, suction cylinder, and instrument channel port were manually cleaned with neogiozym detergent, meditalia itaflex 3clean brushes. The scope was not manually disinfected. The aer used was a steelco ew1s along with steelco neodisher sc detergent and steelco neodisher septo pac disinfectant every procedure. The scope was stored horizontally in a steelco drying cabinet. The maintenance of the scope was performed by olympus. The scope was not sterilized. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope, and the distal end were cultured. No bacteria were detected. The results obtained complied with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device was evaluated. The reported issue was not confirmed per the hygiene microbiological investigation. During inspection, it was noted keytop one (1) and the glue at the bending section cover failed the leak test. The light guide cover glass was cracked. The charge-coupled device cover glass was cracked and chipped. The light guide cover glue and charge-coupled device cover glass glue was missing. The distal end cap had impact points. The bending section cover was porous and leaky. The air/water cylinder had corrosion. The scope connector at the plug unit had heavy impact points. The channel cleaning brush passage was scratched. Replacement of all channels and cylinders were recommended due to wear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.